Event description:
It was reported that the patient experienced yeast infection by using purewick female external catheter. The liberator representative provided the wick prepping and placement instructions and advised to the patient the wicks should be changed every 8-12 hours or when it becomes completely soiled. It was unknown what medical intervention was provided for the yeast infection. Per follow-up call performed on (B)(6) 2021. The liberator spoke to the patient's husband stated that the yeast infections cleared up when she stopped using the system. It was noted that the patient no longer uses the system.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced yeast infection by using purewick female external catheter. Liberator representative provided wick prepping and placement instructions and advised to patient that the wicks should be changed every 8-12 hours or when it becomes completely soiled. It was unknown what medical intervention was provided for the yeast infection.